Manufacturer narrative:
(B)(4). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes of administrations not reported). Treatment was ongoing. On an unreported date, the patient's pd effluent fluid became clear, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. It was not reported whether the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis event was not reported. Treatment for the event, action taken with dianeal therapies, and patient outcome were not reported. No additional information is available.